Event description:
It was reported that the patient feels as though this may have been a problem with the cartridges, as it doesn't make sense that both pumps would malfunction at the exact same time, and also it happened with two different cartridges. She believes lot number for the effected cartridges is (B)(4) she is discarding the remainder from this lot. Regarding previous adverse event submitted for pump malfunction. No additional information, details or dates are available at this time. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. The reported product fault occurred while in use with the patient but did not cause or contribute injury to patient. The actual cassette is not available for investigation. Cassettes were replaced. Patient had additional cassettes and was able to switch to. Initially thought as pump malfunction, patient was unable to successfully continue the infusion since she thought as pump malfunction. Patient was instructed to go to the hospital to continue the infusion. The infusion is life sustaining. The outcome of the event was resolved. Additional information received by (B)(6) on (B)(6) 2022 via email and attached to complaint object updated patient details.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).